Manufacturer narrative:
Corrections to: a1, a2 age, b3, b5, d4 UDI number, d10, e1, e2, e3, h1, h3, h6: device, method, and results codes. Additional information in: a3, g5: PMA number. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during surgery, the bottom plate of the mobi-c implant disassembled from the inserter when the surgeon went to re-position the implant during insertion. The implant was removed and a new implant was used in its place. No impact to the patient was reported.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during surgery, the bottom plate of the mobi-c implant disassembled from the inserter when the surgeon went to re-position the implant during insertion. The implant was removed and a new implant was used in its place. No impact to the patient was reported.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Product was not returned yet, no evaluation could be performed. The review of the device history records is ongoing. Investigation still in progress.

Event description:
Mobi-c p&f us: disassembled during repositioning. The surgeon was implanting the implant (with distraction) and decided he needed to reposition the implant after it was only implanted 50% of the way. He opened the caspar retractor to the maximum. When the surgeon pulled his hand back to pull the implant out, the lower plate came loose from the peek cartridge. The surgery was completed with another device of the same size. No surgery impact or serious injury were reported. Additional information was requested. Investigation still in progress.